Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 5mm distal from the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis did confirm the reported balloon burst. Review of the product specification was performed and the rated burst pressure (rbp) of the complaint device was determined. The reported information indicates the device was inflated to 9atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A3.00mm x 12mm emerge¿ balloon catheter was advanced to pre-dilate the lesion. However, upon first inflation at 9 atmospheres for 12 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A3.00mm x 12mm emerge balloon catheter was advanced to pre-dilate the lesion. However, upon first inflation at 9 atmospheres for 12 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.